Event description:
The user facility reported that an employee obtained a burn while handling a cup of s40 sterilant concentrate. The employee sought and received medical treatment.

Manufacturer narrative:
User facility personnel stated that the employee subject of the reported event punctured the s40 sterilant concentrate cup prior to placing it into their system 1 endo system. The employee should not have punctured the s40 sterilant concentrate cup prior to placing it in the system 1 endo system. The user is only instructed to remove the s40 sterilant concentrate cup from the carton and then place it into the system 1 endo system. The operator manual states (pg. 7-2), "open the sterilant carton at the tear notch and remove the container." "Place the sterilant container into the sterilant compartment which is located in the lower right hand corner of the processing tray." The employee subject of the reported event was counseled on the proper handling of s40 sterilant concentrate and the operating procedures for the system 1 endo system.